Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During decon, unit would not cool, installed test mixing pump to cool. A review of csv files also confirmed that there were several alarm 113s. Serviced the mixing pump. I/o circuit card being intermittent contributed to the reported issue. During repair, it was found that the power cord had exposed wire. During repair, molded tube was split. Pm performed. Coin cell was aged. I/o circuit card was replaced. Power cord and molded tube were replaced. Serviced circulation pump. Replaced evaporator outlet tube, the double-bend tube, the heater, the drain valves and the manifold o-rings. Control panel¿s coin cell will be replaced due to age. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. 45-hour burn-in was performed and passed. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Initial reporter name: (B)(6). Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer reported that the temperature board on the arctic sun device has gone bad and they need to visit with technical support about ordering a new one. Per ucc notification received via task on 07nov2025, information from related wo-(B)(4), this device had presented with several alarm 113s during therapy. A check of the csv files showed that the mixing pump had failed and requested a quote for depot service and loaner. Per sample evaluation results received via task on 29jan2026, it was reported that the I/o circuit card being intermittent contributed to the reported issue. During repair, it was found that the power cord had exposed wire. During repair, molded tube was split.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer reported that the temperature board on the arctic sun device has gone bad and they need to visit with technical support about ordering a new one.